Event description:
Event description guidant received information that this atrial and ventricular tachycardia (avt) implantable cardioverter defibrillator (ICD) exhibited atrial oversensing of ventricular events.